Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using a prostyle device after an electrophysiology ablation interventional procedure using an 8f sheath. Reportedly, the plunger was removed, and the footplate closed; however, during removal of the device, it became stuck in the vessel at the area of the o-ring/suture bearing. The suture was cut, and the prostyle device was removed without further issue. A non-abbott closure device was used and manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.